Event description:
It was reported by a sales rep that, during a laparoscopic distal gastrectomy, staple formation occurred during the resection. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. Two cartridges will be returning. No further information is available. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025 d4: batch #492d47 additional information was requested, and the following was obtained: the product was used on colon. The doctor did not feel any strange when he used the device. The staples were sililar to u-shaped. No bleeding and tissue damage were confirmed. No additional treatment was performed because the staples were formed properly on tissue. No surgical technique change. The patient is stable. The product code of the device is unknown because it was discarded. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed?=>the firing sequence started but not completed. If yes: did the device deliver any staples?=>no. If yes, were the staples formed properly?=>no. If yes, was the staple line complete? =>n/a. Did the device cut?=>yes. If yes, was the cut line complete? =>yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?=>no. Was there any difficulty opening the device?=>no. If yes, how was the device removed from the patient?=n/a. If yes, did the jaws eventually open? =>n/a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 492d47, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.